Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-06885. It was reported that the patient presented in the hospital with a systemic infection. There is no known allegation from a health professional that suggests the infection was related to the dual chamber pacemaker system. The physician explanted and replaced the pacemaker, right atrial lead, and right ventricular lead. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.